Event description:
It was reported that the customer passed away. The customer was not wearing the insulin pump at time of death, and his last blood glucose reading was over 800mg/dl. It was stated that the customer's death was due to cardio infarction, stroke, and diabetes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.